Manufacturer narrative:
The user facility opened the case of s40 sterilant and observed a carton of sterilant was punctured and its contents had leaked. No injuries were reported; the event occurred in the user facility's storage area therefore this event did not impact patient procedures. The user facility had not previously used s40 sterilant and was unsure of the proper process for cleanup and disposal of the s40 product. Following the reported event, steris reviewed the safety data sheet with user facility personnel. No further issues have been reported.

Event description:
The user facility reported that a case of s40 sterilant concentrate was damaged upon receipt.